Event description:
A nurse reports that during set-up for surgery, the system was running, but the screen was blank. There was no patient impact/injury associated with this event, but 5 cases were cancelled.

Manufacturer narrative:
Waiting for evaluation results.